Event description:
Ventilator stopped working while being utilized on a pt. When the ventilator went inoperable, it could not be restarted. The pt was bagged by the nurse and another ventilator was brought in for the pt.